Event description:
Customer called in to customer service to report that her transformer housing was damaged and that the wires are exposed.

Manufacturer narrative:
A replacement power supply was sent to the customer. As of the date of this report the product has not been received for evaluation. Should additional information or the original product be received resulting in new, changed, or corrected information a follow up report will be filed. Attempts to follow up with customer to get addition information are ongoing. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.